Event description:
Upon completion of uterine ablation procedure, grounding pad was removed from right lateral thigh. Area directly under pad revealed approximately 4" x 2 1/2" burn on skin with obvious 2nd degree and possibly 3rd degree areas. Cautery and coagulation settings began at 30/30. Were increased during procedure to 50/40 due to not enough power.